Event description:
An eye care practitioner reported that a pt with a recent history of iritis os, (reported on separate medwatch) presented in 7/2004 experiencing pain in their right eye associated with wear of focus night & day lenses. The eye care practitioner observed an anterior chamber reaction and diagnosed iritis. The pt was referred to the local hospital eye casualty department where the diagnosis was confirmed. The hospital prescribed treatment (unspecified) and the incident resolved. The pt has successfully resumed wear of focus dailies lenses. No further information is available at this time.